Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot 56405 were returned and analyzed. Visual inspection showed that the balloon catheter was intact with no apparent issues. Smart chip verification indicated that the catheter had not been used. Without reprogramming the catheter, it was connected to the console and no system notices were received, the catheter was recognized. The balloon catheter then failed the performance due to system notice 50005 (a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection) when the vacuum was enabled. Pressure testing of the catheter showed a leak though the tip. Further analysis showed a guide wire lumen breach and twist within the balloon segment (0.73 inches proximal from the tip respectively). In conclusion, the balloon catheter failed the return product analysis due to a guide wire lumen kink/twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.